Event description:
It was reported that stent damage occurred. A 4.00x28mm promus element plus drug-eluting stent was selected for use. However, when the physician was about to advance the stent into the lumen, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. A 4.00x28mm promus element plus drug-eluting stent was selected for use. However, when the physician was about to advance the stent into the lumen, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluation by MFR: promus element plus,mr,ous 4.00x28mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage with struts from the proximal region lifted and pulled proximally. The undamaged stent od (outer diameter) was measured using snap gauge and the result was 0.0475 this is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.